Manufacturer narrative:
The electrode remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is november 4, 2015.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a surgical procedure to revise the electrode. It was reported that the electrode had dislodged/migrated. There were no sensing issues observed, and no inappropriate therapy was delivered due to the displacement of the electrode. No change was made to the device. The patient's weight was not available, but it was noted the patient was large. No additional adverse patient effects were reported.